Event description:
The affiliate reported the customer alleged elevated thyroid-stimulating hormone (tsh) results, for multiple pts involving access 2 immunoassay system. This is report number four of four. Pts produced initially high tsh results within and above the reference range. Subsequent testing produced results within the normal reference interval. The elevated results were released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc in (B)(4) with the pt's samples for further analysis.

Manufacturer narrative:
There is no indication service was dispatched for this event. Testing at beckman coulter customer product line support (cpls) lab observed a decrease of thyroid-stimulating hormone (tsh) concentration on the pt's samples. Cpls results showed centrifugation helped to significantly decrease interference. Centrifugation did not affect tsh control results. Cpls recommended the customer to follow the MFR instructions for clotting time, tube mixing (number of inversions), speed and gravitational force during centrifugation. Cpls also recommended to the customer to transfer the sample from the original tube and recentrifuged prior to retest. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. All related medwatch reports: 2122870-2011-05183, 05184, 05216, 05217.